Manufacturer narrative:
This device is not sold in USA but a similar device is. The device is returned and an evaluation completed for it. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. The device does not have any repair history in the past year. Upon inspection of the device, it was observed that it was observed that the light guide (lg) lens adhesive is peeling off. This creates the potential of creating a gap through which dirt can enter inside the lens. The peeling of the lg lens adhesive is likely caused due to the stress of repeated use, external factors, or handling.

Event description:
Customer returned the device for repair of the issue of insufficient forceps raising angle. There is no harm reported to any patient or persons. Upon evaluation of the returned device, it was observed that the light guide lens adhesive is peeling off. This creates the potential of creating a gap through which dirt can enter inside the lens. This medwatch is being submitted for the reportable issue of the light guide lens adhesive peeling off as observed during device evaluation.